Manufacturer narrative:
Event date month and year are valid. Information references the main component of the system and other applicable components are: product ID 37761, serial# (B)(4), product type recharger. Analysis confirmed the initial allegation of the desktop charger having bent connector pins. Fdc applies to the implantable neurostimulator and fdc applies to the desktop charger.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the recharger would not turn on and they patient tried to charge the recharger, but the recharger would not hold a charge. The patient reported the connector pin was bent. The patient reported they thought they met with their healthcare provider and a manufacturing representative because they could not charge their ins. The patient reported they tried to boot the ins up and they got it up after 3 or 4 tries and then it went back out again. The patient reported that because their ins was not working they had problems breathing, getting dizzy, their right leg kept going out, and they kept falling. It was reported the patient had been dizzy and saw little specks from the corner of their eye and got shortness of breath. The patient reported they collapsed the wednesday prior to the report. The patient reported their blood pressure was up and had been since the ins stopped working. The patient went to the hospital on (B)(6) 2017 and was discharged on (B)(6) 2017. No further complications were reported or anticipated. Additional information was received and it was reported that the patient had been in overdischarge due to not following recharge process. The ins was recovered and the patient received effective stimulation. The healthcare provider and rep instructed the patient to charge the battery until full. About 2 weeks ago (around 11-24) the patient's system was explanted and the patient was implanted with another ins. It was not known if the device would be returned. The rep met with patient at the hospital (prior mention) for unrelated issue.